Manufacturer narrative:
Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Manufacturer narrative:
Batch review performed on 29 apr 2019: resurfacing patella instrument set ref (B)(4), lot 188366: (B)(4) items manufactured and released on 26-oct-2018. Expiration date 2022-06-05. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, with 2 other similar events registered ((B)(4)). As regards the (B)(4), this is the 7th case of breakage of the involved part of the instrument (spikes), the complaints in object are ((B)(4)).

Event description:
After the cementation, the surgeon removed the patella clamp and discovered 1 out of 4 spikes of the base insert for the patella clamp was broken (the broken piece has been retrieved from the patient), the remaining 3 spikes seem to be bend. The surgeon was able to retrieve the broken spike from the patient body. The surgeon cuts patella without any guide and pokes peg holes through a blue guide.